Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2010 and (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2013-01845 and medwatch 2210968-2013-01843. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stage iii vaginal prolapse.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic stage iii prolapse and stress urinary incontinence, and recurrent vaginal prolapse. It was reported that the patient had a concurrent procedure of a laparoscopic assisted sacral colpopexy performed during mesh implantation. It was reported that following insertion the patient experienced vaginal erosion, recurrent urinary infections, worsening incontinence, worsening dyspareunia, chronic vaginal pain, chronic abdominal pain, vaginal scarring, blood in urine, dysuria, polyuria, frequent urination, previous placed mesh ((B)(6) 2010) pulled free from attachment in sacrum, erosion into the genital tract, recurrent prolapse, hematuria, hematoma, atrophic vaginitis, fistula and elevated white count. It was reported that patient underwent mesh removal, abdominal sacral colopexy, right salpingo-oophorectomy, repair of vaginal mesh erosion and cystoscopy on (B)(6) 2011. It was reported that patient underwent mesh removal (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. No additional information was provided.